Manufacturer narrative:
UDI #: (B)(4). Field service specialist visited the account and checked system. Fss adjusted high reflector and pockell, autocorrelation and adjusted pulse width and spot size. Checked laser and this improved melts. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient had difficult lifts but treatment was completed on surgery date. Patient presented with micro-striae in both eyes and bandage contact lens (bcl) was applied. After 24 hour post op, patient was seen for flap lift and rinse on (B)(6) 2016. Account reported that patient was seen on (B)(6) 2016 for follow up and makeup was causing problems in right eye.